Event description:
It was reported that the patient underwent a hemiarthroplasty reverse shoulder arthroplasty procedure with glenoid bone grafting, using implants from a different manufacturer. The patient presented with a painful and dysfunctional hemiarthroplasty, date of symptom onset unknown. Approximately nine months after the original surgery, the patient had a pre-procedure diagnosis for glenoid assembly failure, and CT scan showed healed bone graft. The patient underwent a revision surgery to replace the original glenoid construct; the humeral cup was also replaced using product from a different manufacturer. This revision was completed successfully without any interoperative complications. The patient reported some pain at the first post operative clinic visit two weeks later and no pain the routine clinic visits six-week post procedure. At a routine clinic visit three months after the revision surgery, the patient complained of persistent pain since the procedure, including pain with motion and at rest. X-rays taken showed a superior angulation/displacement of the glenoid assembly when compared to films taken at the first post-operative visit. There were no acute abnormalities noted. The surgeon recommended revision surgery, but the patient wanted a conservative treatment so was prescribed medication for pain control. The surgeon related the issue to the devices only.